Manufacturer narrative:
V.a.c. Labeling (2003) states "count the pieces of foam and annotate the total number in pt chart. Also annotate on drape with permanent marker." V.a.c. Dressing application is performed by the pt's healthcare provider. Based on the information available at this time, this appears to be a case of user error where the foam was left in the pt's wound which resulted in the foam being surgically removed.

Event description:
It was reported in 2004 that a man was seriously injured in a car accident. A week later, the pt underwent an operation to repair a fractured hip and a drain was placed. Four days later, the drain was removed. The following month, the pt's wound began to drain a large amount of dark burgandy fluid. It was reported that the pt stayed in the hospital for approx three months. Kci records indicated that v.a.c. Therapy was initiated on the pt the following month of original month, and continued until approx the following two months. Approx sixteen days later, the pt was discharged from hospital. It is alleged that during that month, the pt continued to have problems with a non-healing hip wound and complications including foul odor and contraction of enterococcus and mrsa. It is reported that for five months, the pt experienced complications from the infected hip hip wound. In the fifth month, it was reported that tests showed the pt had a serious hip infection and was referred to another medical center. It is reported that in late 2005, a physician surgically removed a piece of what was claimed to be "wound vac sponge" from the pt's hip.